Manufacturer narrative:
A ge service representative performed an onsite investigation and was not able to duplicate the problem. The ac plug connections were secured. The ps1 power supply was checked and at 5.1 volts at the fluoro functions printed circuit board. The ps1 connections were reseated. The line transformer taps and connections were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was rebooting itself. No patient injury was reported.